Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. Based on clinical description, the root cause of the delivery issue was most likely due to the patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) female undergoing cardiac surgery was scheduled for impella implant for mechanical circulatory support. The us complainant was attempting to deliver an impella 5.5 to support a patient with cardiomyopathy and cgs (cardiogenic shock). The patient's anatomy precluded placement. The 5.5 could not traverse and deliver due to small artery and anatomic limitations. The team instead placed a cp. No harm or injury.